Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03717 / 03718).

Event description:
Legal counsel for patient reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported alleged mechanical complication. There have been no reported revision procedures to date. This report is based on allegations set forth in patients notice and the allegations therin are unverified.